Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.

Event description:
The sensor transmitted a dampened waveform reading. The patient is not currently using the system at this time. There were no adverse consequences to the patient.